Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-01649. This report is submitted on december 06, 2022.

Manufacturer narrative:
This report is submitted on jun 4, 2021.

Event description:
Per the clinic, the patient experienced an infection (treatment unknown) and an extrusion of the receiver stimulator. A revision surgery was performed to correct the extrusion (date unknown). The implant remains in-situ.